Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was beeping. There were concerns about the longevity of this device. Technical services (ts) confirmed that the device was at end of life (eol) and recommended replacement. Ts stated that additional reports need to be sent for further analysis of the battery. The device remains in use. No adverse patient effects were reported.